Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (initial setup problem) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to the j7 lead being broken from the tantalum in ECG b. The root cause for the broken j7 lead could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to baseline a patient.